Event description:
It was reported to st. Jude medical that the pt presented to the hosp having experienced inappropriate shocks from the concomitant "ICD". A lead fracture was observed and the physician made the decision to explant the lead system.